Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing(atp) due to incorrect interpretation of signal. No interventions were performed. The patient was in stable condition.